Event description:
It was reported that during routine testing, when programmed to deliver 45ml at a rate of 50ml an hour, a device only delivered 10ml. The customer stated that the device was tested again and performed as expected. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.